Event description:
It was reported that during a pacemaker replacement procedure, the physician determined that the right ventricular (rv) lead also needed to be replaced, and this rv lead was implanted with no complications. The next day, the lead parameters were good and the patient was discharged to home. Two days later, the patient reported chest pain and returned to the hospital, where interrogation of the device showed loss of capture and diminished r-wave amplitudes. X-rays appear to show that the lead had migrated. The local sales representative later reported that a perforation had occurred, although there was no observation of pericardial fluid. The lead was explanted and replaced with a non-boston scientific model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a pacemaker replacement procedure, the physician determined that the right ventricular (rv) lead also needed to be replaced, and this rv lead was implanted with no complications. The next day, the lead parameters were good and the patient was discharged to home. Two days later, the patient reported chest pain and returned to the hospital, where interrogation of the device showed loss of capture and diminished r-wave amplitudes. X-rays appear to show that the lead had migrated. The local sales representative later reported that a perforation had occurred, although there was no observation of pericardial fluid. The lead was explanted and replaced with a non-boston scientific model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection noted dried blood/body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Lead perforation is a documented inherent risk of the use of this product. The reported clinical observation of migration could not be confirmed through analysis.